Manufacturer narrative:
The referenced device was returned for service/repair. The customer¿s reported issue could not be confirmed as although there was noise on the image, the subject can be recognized. Additionally, the retaining button of the adapter was missing; therefore, the locking button/mechanism does not function. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that the customer camera head¿s image displayed on screen is ¿noisy (subject cannot be recognized)¿ and ¿the converter cannot be detached¿. The issue occurred during preparation for use, patient was not under anesthesia. The hysteroscopy procedure was not delayed more than 15 minutes and the facility completed the procedure with another similar camera. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation was unable to confirm the reported problem of ¿noisy image (subject cannot be recognized).¿ the specific root cause could not be determined at this time. The investigation showed ¿noisy image ¿subject can be recognized¿ due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The retaining button of the adapter was missing and the locking button was not functioning; ER, these defects are not considered severe enough to cause a potential adverse event. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.